Event description:
It was reported that the patient presented to the emergency department two days post implantable pulse generator (ipg) implant, complaining of chest pain. It was found that the patient was further experiencing pericardial effusion. Since it was unclear to the physician as to whether or not one or both of the leads caused the effusion, the physician elected to reposition both leads. Intra-operatively, the physician discovered that the atrial port set screw of the ipg was stripped. The physician further reported having difficulty loosening and removing the atrial lead from the port. The device was explanted and replaced, while the leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.